Event description:
The patient received two scs leads with the same lot number. It was reported, the patient experienced falls and did some heavy lifting over the past few months. The patient has been experiencing ineffective left side stimulation and reprogramming was unsuccessful. X-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.